Event description:
It was reported by the patient¿s relative that the patient ¿s implantable pulse generator (ipg) ¿went off¿ and a red light was seen. The patient was told by the physician that there would not be a red light coming from the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).